Event description:
During a total hip surgery; the cementralizer sheared off and the femoral component couldn't be seated. Surgeon had to remove the femoral component. The cementralizer was left in the pt. Some of the bone cement had already hardened. They did additional work to get a new femoral component and cementralizer put in. There was no pt injury; but a delay in surgery.